Manufacturer narrative:
The results of this investigation concluded the valve contained tears in all three cusps and one perforation in cusp 1. There was a thin layer of fibrin on cusps 1 and 2. There was no acute inflammation or calcifications present on the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, tears, or perforation were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Gtin: (B)(4).

Event description:
On (B)(6) 2011, a double valve replacement procedure was performed; a 33m epic valve was implanted in the mitral position secondary to mitral regurgitation and a 23mm epic valve was implanted in the aortic position secondary to aortic regurgitation. The ef was 60-65%. At the time of procedure, the patient was noted to have acute endocarditis with native aortic valve vegetations and a large perforation of the native mitral valve's anterior cusp. The patient recovered post-procedure and was discharged in stable condition on (B)(6) 2011. On (B)(6) 2016, the patient reported with dyspnea and fatigue and an echo showed the recurrence of severe mr. On (B)(6) 2016, a tte showed an ejection fraction of 65-70% and a linear-shaped mobile area of density suspected to be vegetation on the mitral valve. Aortic valve function was reported to be normal. A tee performed the same day revealed a flail posterior leaflet and ruled out the previous suspicion of vegetation. On (B)(6) 2016, a redo procedure was performed secondary to severe mitral regurgitation and a flail posterior cusp. The 33mm epic valve was explanted and replaced with a 29mm masters series valve. The 23mm epic valve remains implanted in the aortic position.